Event description:
A granuloma formed on my spine at the tip of the catheter from the use of morphine in the pump. The lump had to be surgically removed. It caused numbness in the lower half of my body. It was removed on (B)(6) 2020. They could not remove all of it and I still have some numbness. A 10 mm granuloma at t8. FDA safety report ID # (B)(4).